Event description:
The consumer reported receiving a large blister to his right arm from the heating pad. He did not seek medical attention for the injury, and stated that he does not have any feeling in his right arm due to a previous injury. Burns of this nature are generally caused by the consumer laying or leaning against the heating pad. The product has a clear warning that states that the heating pad is not to be used on or by an invalid, sleeping or unconscious person, or a person with poor blood circulation or diabetes unless carefully attended. The warning also states not to use on areas of insensitive skin.